Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Corrected data: report type: adverse event was initially reported in error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Date of event: unknown. Device is an instrument and is not implanted/explanted. Unknown if device is/not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: brandywine assembly, manufacturing date: 06-nov-1997, part #: 313.925, lot#: a4go182 (non-sterile) - self retaining scrdrver assy. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An or staff member reported to the sales consultant that one of the flairs on the tip of a cruciform screwdriver broke off during a surgery. During this same surgery, one of the flair tips of a 2.4 mm screwdriver broke off. The sales consultant was not present for the surgery and had no further information regarding event. There are 2 devices in this complaint. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one cruciform screwdriver (part 313.96, lot 3058335) and one 2.4mm screwdriver self-retaining (part 313.925, lot a4go182) were received for evaluation. This complaint is confirmed, as the returned devices were received with one of their four cruciform tangs sheared off. The sheared off tangs were not returned for evaluation. Whether this complaint can be replicated is not applicable as the devices are already broken. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by wear over the lifetime of the devices or excessive torsional force applied to the cruciform tips. It is not likely that the design of the instruments contributed to this complaint. The relevant drawings were reviewed. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: one cruciform screwdriver (part 313.96, lot 3058335) and one 2.4mm screwdriver self-retaining (part 313.925, lot a4go182) were received for evaluation. This complaint is confirmed, as the returned devices were received with one of their four cruciform tangs sheared off. The sheared off tangs were not returned for evaluation. Whether this complaint can be replicated is not applicable as the devices are already broken. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by wear over the lifetime of the devices or excessive torsional force applied to the cruciform tips. It is not likely that the design of the instruments contributed to this complaint. The relevant drawings were reviewed. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.